Event description:
It was reported that when the patient presented in clinic after receiving vibratory alert, low out of range pacing lead impedance was observed. The physician recommended implanting a new lead however, the patient was unsure to go with it and was scheduled for another follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.